Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. Upon visual inspection of the photos, it was observed that the valve had moved towards the cannula hub luer side in both photos. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA#1379444 has been initiated to address this issue. H3 other text : see h10

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood and fluid from the port during use. The following information was provided by the initial reporter: "cannula sited to vein after induction of anaesthesia of patient due to undergo elective temporal craniotomy. During flushing of cannula during top port, a give was felt, pop heard and leakage of fluid and blood out through port. Port diaphragm found to have become dislodged. No injury to patient. Cannula removed and disposed of. New cannula sited for ongoing use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood and fluid from the port during use. The following information was provided by the initial reporter: "cannula sited to vein after induction of anaesthesia of patient due to undergo elective temporal craniotomy. During flushing of cannula during top port, a give was felt, pop heard and leakage of fluid and blood out through port. Port diaphragm found to have become dislodged. No injury to patient. Cannula removed and disposed of. New cannula sited for ongoing use."